Manufacturer narrative:
No further information would be provided therefore a root cause could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable tina-quant d-dimer gen.2 results for multiple patient samples with the cobas integra 400 plus. The d-dimer values on the integra result in more than 10000 ng/ml while not clinically correlating with patient symptoms which prompts the doctor to request repeats. The repeat and fresh samples resulted in the same value on the integra. When tested on another instrument (biogeny) the values are 500 ng/ml. This occurred in more than 20 samples. The questionable results were reported outside of the laboratory. The reagent lot number was 53822501. The expiration date was requested but not provided.